Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: rupture: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: h.6.

Event description:
Healthcare professional reported "rupture". This record is for a left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Device was explanted.

Manufacturer narrative:
Clarification to b5 description of event: the initial report from the physician stated there was a rupture for this patient, but none of the follow up information provided since then has mentioned rupture or complaints against the left side device. Rupture will be conservatively reported in this record until confirmation of events is received. Correction/un-report will be submitted, as needed. Continued e.1. Phone number:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.